Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1108 mayfield triad skull clamp was not locking. There was no known patient involvement or surgery delay.

Event description:
N/a

Manufacturer narrative:
Device identifier: (B)(4). The device was returned for evaluation. The evaluation showed that the lock has rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts. The unit was received without the 80# torque knob and the carrier pins. The reported complaint was confirmed from the evaluation. The observed condition was likely caused by wear and tear / improperly handling of the device. The definite root cause could not be reliably determined. The device exceeds its expected life of seven (7) years (manufactured in 2012).